Manufacturer narrative:
(B)(4).

Event description:
According to reporter, during cross clamp the product was fired but did not seal completely. A 5mm endo clip applier was then applied to the staple line but patient continued to hemorrhage. There was patient injury/hazard. To correct the condition: case was converted to open and hemostasis was achieved. The incision was extended by more than one inch. It is unknown how much the incision was extended. Surgery was delayed more than 30 minutes. No device fragments fell into the patient.